Manufacturer narrative:
(B)(4). Date sent: 10/26/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was functionally tested with a multimeter and meets the specification, no abnormalities were observed. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4), date sent: 10/5/2021 additional information received: new deantronics stated: the DHR review is confirmed that the product was produced accomplishing quality requirements and released according to established procedures.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device threw off the electric sparks. Next (B)(6) medicalnext¿s electric knife was used with the device. The setting voltage was 45·45, 40·40 when it sparked. Competitive generator was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.